Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the device was not requested for evaluation and a device history review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.

Event description:
While assisting the home patient (hp) with re-priming the patient line on the homechoice (hc) system during the initial drain, as requested, the hp revealed that he had already pressed go on the hc to start the initial drain, but was not yet connected. The baxter technical service representative (tsr) advised the hp to end the therapy and to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.